Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period jul-19 through jun-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Occupation - buyer ¿ supply chain. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console was noted alarming with message that read presence of air leak. Connections checked from patient side all way to the balloon pump machine. Unable to find any leaks in tubing. Tubing checked for possibility of blood in tubing; none present in tubing as fresh blood or dried blood particles present. Auto refill completed and restarted balloon pump. No blood present in tubing with restart. After three minutes, the alarm went off again with the same message. No blood fresh or dried noted in tubing. Patient's vitals and hemodynamics unchanged. Auto refill again completed. Call placed to on-call cardiologist to update on balloon pump. A call placed to the respiratory therapist (rt) to see if any changes on bi-pap recently. No changes were completed. Tech returned call again, updated on vitals, hemodynamics, and blood now present in the tubing. The console was placed in stand by. The doctor called again to update on blood in tubing and company says he is to come in and remove balloon or to replace it. Cath lab called to come in stat. The balloon was exchanged for a smaller sized balloon. The cardiologist mentioned that he thought the event might have been related to vascular calcifications. There were no patient injury or adverse event reported.